Event description:
It was reported that outside of surgery, the unit's package seemed it was not fully sealed when it was opened. There was no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.